Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user noted a blood glucose of 73 mg/dl near mealtime and requested guidance on whether to announce dinner while using the ilet on their second day; no device malfunction or alarms were reported. Symptoms included hypoglycemia without reported clinical effects. Outcomes included no injury, no medical intervention beyond oral glucose intake, and no hospitalization. Investigation included complaint intake review, troubleshooting with user education on treating low glucose before meal announcement, and reinforcement of proper correction protocol. Investigation of this case revealed that the device functioned as expected, the event was consistent with hypoglycemia of unclear cause, and user guidance was provided to treat the low prior to bolusing. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.